Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 88% stenosed, 4.5-5.0mm x 14-16mm target lesion was located in the moderately tortuous and calcified right coronary artery. A 4.00 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, it was noticed that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
H6: device codes - break, 1069 added. Device evaluated by MFR.: a stent delivery system was returned for analysis without a manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. It was confirmed that the device was a bsc synergy ous mr 4.00 x 16mm device including hypotube, shaft polymer extrusion region, distal shaft, balloon and stent (including stent strut confirmation) and tip were consistent in appearance with a bsc synergy ii des device. The crimped stent length and crimped stent diameter of the returned device were consistent with a synergy ous mr 4.00 x 16mm stent. An examination of the crimped stent found stent damage. Stent strut on the proximal region of the stent was lifted from the crimped position. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The overall stent length was also measured and the result was within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated in the strain relief at 1465mm proximal to the distal end of the distal tip with the manifold section proximal of the hypotube break site not returned. Hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 88% stenosed, 4.5-5.0mm x 14-16mm target lesion was located in the moderately tortuous and calcified right coronary artery. A 4.00 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, it was noticed that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that, after the procedure, a break in the strain relief was noted.